Manufacturer narrative:
Involved device has not been returned to sorin goup (B)(4). (B)(4). Sorin group deutschland received a report that air may have gotten to the patient during a procedure involving a sorin s5 system. No pump stops or alarms occured and the perfusionist has stated that the s5 system is not believed to have caused the event. Information regarding the patient's status has not been disclosed at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that air may have gotten to the patient during a procedure involving a sorin s5 system. No pump stops or alarms occured and the perfusionist has stated that the s5 system is not believed to have caused the event. Information regarding the patient's status has not been disclosed at this time.